Manufacturer narrative:
The product was not returned for analysis. The provided picture shows implanted iol. There appears to be dark mark/line present on the iol. The exact location of the line cannot be confirmed. Based on our observation of the attached photo, there appears to be dark mark/line present on the iol. The exact location of the line cannot be confirmed. A definitive determination of damage cannot be made without the evaluation of the physical product. The product was subject to handling and the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed dark marks/lines would not meet our current release criteria. A final root cause cannot be determined based on available information. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the day following the implant of an intraocular lens (iol) a scratch/mark was noted on the optic. The lens remains implanted. Additional information was requested.